Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s mother regarding a patient who was currently receiving baclofen with concentration 2000 mcg/ml at a dose rate of 628 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an infection right after pump replacement occured. The patient kept on pulling at the site since the evening of the pump replacement surgery and it scabbed over; however, it wasn't healing. Regarding symptoms, it was further noted that the patient wasn¿t verbal, and they only know that patient was pulling at the incision. Incision wound opening occurred. The change in therapy/symptoms occurred suddenly. The surgeon was notified, and the infection was confirmed. The surgeon had gone back in surgically and took culture samples which came back with two infections. Staph infection was indicated regarding strain; however, the reporter could not remember further details regarding strain. The patient received antibiotics both intravenously and orally. It was further reported that the patient also had a lot of spasticity since pump replacement. The patient has had 3 dye studies and there were no volume discrepancies at refills. No rotor studies were performed. It was indicated that whenever the pump had been checked, no signs or notifications had come up on physician's equipment to indicate a pump motor concern. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reporter's state/region was not included in error regarding the initial report. If information is provided in the future, a supplemental report will be issued.